Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified damage on the luer locking adapter sleeve. Simulated use testing found that the sample was difficult to rotate when attempting to connect. The initial evaluation confirmed the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an one-link catheter extension set was unable to be connected to a catheter. The customer stated that the retractable collar was oval instead of being round. This was identified during set-up, when the catheter was being prepared for insertion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the reported problem could not be determined. Should additional relevant information become available, a follow-up MDR will be submitted.